Event description:
Event description boston scientific crm received information that during the implant procedure, the guide wire became lodged in the lumen of the left ventricular lead. The guide wire broke; and part of the guide wire was determined to remain in the lead lumen. Fluoroscopy confirmed no fragments of the guide wire remained in the patient's venous system. The lead was not implanted. The implant procedure was completed with no adverse patient effects noted. The lead (with the broken piece of guide wire in the lead lumen) was returned for analysis.